Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during testing, when plugged into a generator the e-sep pencil was immediately activated in cutting mode. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Event description:
It was reported that during testing, when plugged into a generator the e-sep pencil was immediately activated in cutting mode. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.